Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during electrocautery sternal wire revision surgery, an impedance warning for high impedance on the right ventr icular (rv) lead occurred. Subsequently a post operative checked indicated that the impedance values went back to normal . The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.